Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) alleging his onetouch ultrasmart meter read inaccurately high. The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions. The following complaint was classified based on information obtained from lifescan customer service. The alleged issue began on (B)(6) 2012 at 5pm. The patient reported blood glucose results of "70 mg/dl" with the subject meter and "29 mg/dl" on another meter, performed within an unknown time of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 30 mg/dl. The patient manages his diabetes with novolog insulin. The patient continued to take his usual dose of medications. After the start of the alleged issue, the patient claims he felt symptoms of dizzy, light headed, sweaty and passed out. At an unclear time after, the patient was taken to the emergency room (ER). A health care professional (hcp) administered the patient glucose tablets/ glucose gel as treatment. At the time of troubleshooting, the cca noted the subject meter was set to the correct unit of measurement and an approved sample site was used for testing. The patient did not have any control solution to perform quality control testing. Replacement products were sent to the patient. This complaint is being reported because, the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.